Event description:
It was reported that two episodes of failure to capture were observed on the ventricular lead. The device was pacing in the ventricle, and there was no evoked response. The patient did not experience any adverse effects, and did not have a lack of ventricular support. All other ventricular pacing captured normally. Programming changes were recommended. No further information was provided.